Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot# n0028137, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: lead. Product ID: 355029, lot# n0027262, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: accessory. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. (B)(4).

Event description:
It was reported that the ins had been helping the patient¿s pain, but the patient had lost weight and the ins was causing the patient discomfort at the pocket site. The patient thus had the device explanted on (B)(6) 2014. The patient had left the operating room in ¿satisfactory condition.¿